Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the entire length of the lower superficial femoral artery that was heavily calcified and totally occluded. A supera peripheral stent was successfully deployed. A second supera peripheral stent system 5.5 x 120 6f 120 cm was half way through the lesion when it was noticed to be getting close to the introducer sheath. The proximal marker was outside the sheath by approximately 20mm. The physician backed up the sheath, then continued to be advance; however the stent could not be deployed because the sheath was not backed up enough and tip and ratchet became trapped in the introducer sheath due to a significant kink which was observed after half of the stent had been deployed. The stent was visualized under fluoroscopy with an estimated 2-3cm un-deployed still in the sheath. The stent delivery system, including the stent and sheath, was removed together leaving only the interventional wire in place. A second angiography to the vessel was performed and using a new 6f sheath, another supera stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.